Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearings were worn, there was excessive noise, the internal components were damaged, and there was vibration.. Therefore, the reported condition that the ball bearings were no good was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported that the ball bearings of the attachment device were ¿no good¿. During in-house engineering evaluation it was determined that the bearings were worn, there was excessive noise, components were rusted, internal components were damaged, and there was vibration. It was further determined that the device failed pretest for vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.